Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable creatinine plus (crep) result for one patient on their integra 400 analyzer. The patient's initial crep result was 8.3 mg/dl accompanied by a data flag and it was reported outside the laboratory. Based on the high result, the physician suspected the patient had primary kidney disease. On (B)(6) 2014, the customer had a new sample drawn and the result was 1.3 mg/dl. On (B)(6) 2014, the initial sample was repeated and the result was 1.5 mg/dl accompanied by a data flag. On (B)(6) 2014, the initial sample was repeated again and the result was 1.5 mg/dl. On (B)(6) 2014, the initial patient sample was repeated third time and the result was 1.5 mg/dl. Finally, the repeat result of 1.5 mg/dl from (B)(6) 2014 was reported to the physician. There were no death or injury reported and the patient was not adversely affected by this event. The crep reagent lot number was 690710. The expiration date was requested but not provided.

Manufacturer narrative:
The customer provided additional information. The customer alleged they received another discrepant patient result on (B)(6) 2014. The patient's initial crep result was 3.4 mg/dl. The customer stated they missed the delta check and correlation of results, so the wrong result was reported to the doctor. The patient complained and the customer repeated the sample on the same day. The repeat result was 0.5 mg/dl. The patient was not adversely affected by this event. The field service representative went on site to investigate. He found a little fracture at the distributor location of the transfer arm. He replaced the distributor and valve. A carry over study was performed twice with full quality control run between and the same results were seen.